Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test and displacement test due to blank display.

Event description:
Customer reported via phone call on (B)(6) 2011 that the batteries died and insulin pump has a blank display even when batteries are replaced. Troubleshooting did not occur. Blood glucose level at the time of incident is 329 mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis.